Event description:
The dental implant fx3612swc was removed on (B)(6) 2017 due to failure to osseointegrate 2 months and 15 days after implantation. The patient has no significant medical history and will require another surgical intervention.